Event description:
The customer reported a leak around the left side of the coulter lh 750 hematology analyzer. The customer was unable to locate the source of the leak. The customer indicated that approximately 10 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed that the source of the leak was a cut tubing at pinch valve vl46b. The fse replaced the affected tubing to resolve the leak but discovered that the leak had damaged the radio frequency (rf) preamplifier. The fse replaced the damaged rf preamplifier and verified the repairs as per established procedures. No further leaks were observed and the instrument ran without issue. (B)(4).